Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020. Additional h6 patient codes: 1994, 1930, 1884, 2597, 1812, 3189 ¿ hospitalization for further diagnosis, 1154. Additional information was requested and the following was obtained: did the patient experience a post-op device malfunction? Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, "presents one month after suture dehiscence. Patient who presented obstruction in the drain, it is not possible to unblock it, so it is removed and not replaced by a new one. Patient with hematoma at the surgical site. Presents infection on site" overloading, pain, degenerative diseases, bleeding or oozing. - presents bleeding and suppuration in surgical wound. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences: currently in healing twice a week at home for wound clinic and follow-up with mastology. In appointment with mastology on (B)(6) 2020: "wound completely full of granulation tissue, pending total closure, however I do not see anything of improvement in the last month, I consider it for being humid 24/7", for which it is decided suspend home dressings and continue follow-up by mastology and wound clinic. Dressing with negative pressure vac system was required. Is the patient part of a clinical study? No. The patient demographic info: age, weight, bmi at the time of index procedure? Age: 65. Years old, weight: 67 kg, bmi: 29. In which structure / organ and tissue was the monocryl suture placed on 7/6/2020: vicryl 3/0 sc-20 (tcs). Monocryl 4/0 ps-2 (skin closure). What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased at the time of index surgery. Patient with possible skin fragility due to receiving chemotherapy how was the suture placed, interrupted or continuous? Interrupted. How was the suture tied (square knot or multiple knots one end)? Multiple knot at one end. Were there changes to pre-op cleansers or procedures? No. At what site / structure did the wound dehiscence occur? Throughout the wound, left breast. What was the appearance of vicryl suture on (B)(6) 2020 -no changes. Was surgical intervention / revision necessary due to the event? If yes, please provide the date, name, and details / findings of the surgical procedure / revision. - no. Other relevant patient comorbidities / concomitant medications? Diagnosis: breast cancer, pharmacological: denies. Allergic: denies. Toxic: smoking since age 23, 10 cigarettes a day. What is physician¿s opinion as to the etiology of or contributing factors to this event? It is not totally ruled out that the technique used is not the most optimal, for which reason it decides to reinforce technique. What intervention was carried out related to the dehiscence? Vac therapy is implemented. The following information was requested but unavailable: what tissue dehiscence? Size of dehiscence? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code and lot number for the following suture used on the patient: vicryl 3/0 sc-20 (tcs). Note: event related to vicryl suture reported via mw #2210968-2020-09111. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/3/2020 additional information: a1, h4, h6 additional h6 health effect-clinical codes: e2327, e0505, e0506, e2330, e231501, e2340, e1906 additional h6 component code: g07002 - device not returned a manufacturing record evaluation was performed for the finished device pmz621, mcp426h batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: -patient who underwent left modified radical mastectomy surgery on (B)(6) 2020. On (B)(6) 2020 in pop revision patient presented adequate postoperative evolution; however, patient presented an obstructed drain with ecchymosis in the contralateral epigastric breast and upper quadrant of the left hemiabdomen and collection in the wound. The drain is maintained without being able to unblock it. It was decided to remove and perform manual drainage of the hematoma through holes. On (B)(6) , 2020, patient was admitted to the emergency room with moderate discharge of serohematic material through orifices, without signs of local infection, manual drainage was performed. On (B)(6) , 2020, in revision with mastology, bleeding was observed through drainage holes, coming out spontaneously. No signs of infection, adequately mobilize the left shoulder. -on (B)(6) , 2020, patient was admitted to the emergency department due to complete dehiscence of the surgical wound, with discharge of fetid purulent material. Paraclinics: cr 0.70 hb 11.4 wb 5220 neu58% pla 294,000 pcr 3.4, taken from cultures. Starts ab (antibodies) clindamycin phosphate 600 mg intravenose, every 6 hours, for 10 days. Complete dehiscence of the surgical wound, a muscular component is observed at the bottom of it, with vital, non-friable tissue, abundant whitish liquid in the pocket that resembles purulent but without bad odor, there is no local edema, large quadrant scab higher than breast, non-vital scar tissue. -on (B)(6) , 2020 in an appointment with a mastologist: patient with a defect at the level of the wound, a central necrotic area of ¿¿5cm superficial, dehisence of 70% of the wound, requested a plastic surgery evaluation to define closure with flap vs vac. Define the use of vac and debridement of the necrotic area. Vac system is implemented. Patient is discharged on (B)(6) , 2020 with antibiotic therapy. -on (B)(6) , 2020 in appointment with mastology; vac working; do not uncover the wound, tissue is observed approximately 6 cm of space with dressing. Plan: suspend home cures, vac withdrawal by the infirmary next wednesday, mastology appointment in 1 week. -on (B)(6) 2020 in an appointment with a mastology: vac procedure is ordered to be withdrawn on (B)(6) 2020, without complications, wound completely filled with granulation tissue, pending total closure, continuous qt, continuous healing with panela and dressings with home dressing, which can be suspended according to evolution. -on (B)(6) , 2020 in appointment with mastology: currently in home healing 2 / week by wound clinic; do not see any improvement in the last month, considered to be 24/7 wet. Patient has follow-up appointment on (B)(6) , 2020, request to suspend home dressings, continue with wound management with care and healing instruction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(6). Hospitalization for further diagnosis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? What was the onset date of symptoms following the index surgical procedure? What tissue dehisced? How was the dehiscence managed? If a surgical intervention was performed, provide date and appearance of suture during the procedure. Results of culture material? Please confirm that ¿ab¿ means antibiotics. Were there changes to pre-op cleansers or procedures? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history / concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a left modified radical mastectomy surgery on (B)(6) 2020 and the suture was used. Following the procedure, the patient was admitted to the emergency department due to complete dehiscence of the surgical wound, with discharge of fetid purulent material. It was reported the patient starts on ab/antibodies and culture material was taken. Vac system was implemented. Patient was discharged on (B)(6) 2020. Additional information has been requested.